Event description:
Customer reported via phone call that he changed the battery on the insulin pump and the screen got frozen on the number 2 and the buttons seem to be unresponsive. Customer stated he was driving down the road and the insulin pump started beeping. Blood glucose value was 239 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with frozen display on the count down due to cold solder joint on the mother board. Unable to verify button or keypad anomaly due to frozen display. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.